Event description:
It was reported that the patient presented for lead implant procedure. During the procedure, the right ventricle lead exhibited failure to retract helix. The physician replaced the lead during the procedure on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of failure to retract helix was confirmed. A complete lead was returned in one piece. Final analysis found the inner coil in the connector region over-torqued due to procedural damage and the helix clogged. No other anomalies were found.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.